Event description:
The customer reported the paddle set is broken.

Manufacturer narrative:
The customer reported the paddle set is broken. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause from the available info.